Event description:
It was reported by the customer that before use the cs300 intra-aortic balloon pump (iabp) had "maintenance required code #3" shown on display. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found a suspected problem with the drive manifold. Repair is pending.

Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.